Event description:
Pt having a MRI exam of right knee. Almost at end of the exam pt complaint of knee burning. Exam stopped rn and radiologist examined pt. Small are of pinkish / red area on anterior right knee, which appeared to be a (possible) burn from the coil. Pt stated that his symptoms were pretty much gone. Pt advised that if symptoms seem to get worse to contact his physician or to go to the local emergency room.